Manufacturer narrative:
Malformed clips. Evaluation summary: the analysis results for the el5ml instrument confirmed that it was non-functional. The instrument was cycled, a double fed and an advancer bypass issue was noted. No conclusion could be reached as to what may have caused the feeding issues. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.

Event description:
It was reported that during a procedure, the device would not fire. They got a new one to complete the procedure. There was no pt consequence. One device will be returned.